Manufacturer narrative:
Title: endotracheal tube cuff overinflation leading to hypoxic cardiac arrest: a case report and review of the literature. Source: cureus 14(8) published 08/02/2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature case study, at the time of intubation, both the proximal cuff and the tracheal cuff were inflated with 5ml of saline with no reported issues. After approximately 40 minutes, the surgeon began to suspect an air leak around the ett. The cuff was reinflated three more times with an additional 3-5 mls of saline each time. This resulted in a sudden loss of end-tidal co2, absent breath sounds on auscultation, and an inability to ventilate. The patient experienced a sudden drop in heart rate (30 bpm) and atropine was administered with no effect. The EKG monitor showed no heart rhythm and pulses were absent. Advanced cardiac life support (acls) was initiated and the resuscitation efforts included chest compressions and epinephrine administration. The laser flex ett was exchanged for a standard 7.5 oral ett which was placed without incident. The patient was then able to be ventilated and a return to spontaneous circulation confirmed by palpable radial pulses.